Event description:
It was reported to philips that the azurion 7 b20 system's fluoroscopic image quality was not as expected during a vascular treatment, as the stent seemed to "disappear"/filter away behind the bone structure, and that the stent was not placed in the intended area. According to the customer, they had to place more stents than necessary due to the fact that the stents were ¨somehow misplaced¨. The customer confirmed that this did not impact the patient outcome and the patient is doing well. Customer has reported that this occurred with 3 patients. This report corresponds to the first patient. Philips has started an investigation into this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned non- emergency vascular treatment procedure was finished normally with a small delay. The customer confirmed that no stents were misplaced. Also, no harm to the patient was alleged. The philips field service engineer (fse) performed a technical evaluation of the system; however, no malfunctions were identified. The philips service support engineer visited the site and made changes in the setup of the system to improve the visibility of stents. An additional 5-day training was provided by the local clinical application specialist. After testing the new setup settings in the following weeks, positive feedback was received from the customer. The system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. It was verified that the system was not malfunctioning, no harm was alleged, and no stents were misplaced. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.